Event description:
The customer called and had a question about a control test result that he had received. While troubleshooting, he performed a control test and received a result of 175 mg/dl. The normal control range was 96-133 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.